Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 6944a implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was extracted to check the connection. It was observed that the svc coil had dislodged. The device and lead were reconnected and remain in use.

Event description:
It was reported that two days post implant the patient herd an alarm but did not present prior to noticeable swelling of the feet. Follow up revealed high right ventricular (rv) and superior vena cava (svc) coil impedance. It was also noted that r-wave value was decreasing and that the noted high impedance values two day post implant was likely due to a connection issue. The rv and svc coil alarms were turned off and it was recommended to check device/lead connections via x-ray. The rv lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Performance data collected from the device was received and analyzed. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(6) 2013. Weekly high voltage (hv) lead trend data shows an increase for min and max defib active can on and svc defib= 214 to 254 ohms peak between (B)(6) 2013.